Event description:
User alleges that when they went to remove the epidural catheter from the pt, she found the catheter missing approx 8cm. The catheter looked like it had snapped. No obvious detriment to pt.